Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024, a physician used a venaseal closure system to treat a patient¿s great saphenous vein (gsv). The IFU (instruction for use) was followed during preparation, procedure, post-procedure. Tumescent infiltration was not utilized. Local anesthesia was used. No compression was used. Physician treated above the knee and the vein is reported to have closed. Only one leg was treated. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. The blue introducer was used. Post op on (B)(6) 2024, erythema and skin irritation was present near the access point. Symptoms began after discontinuing prophylactic fexofenadine 180 mg per day for 14 days. The patient did not complain of pain during active treatment. Dexamethasone was administered intramuscularly and indicated prednisone 5 mg orally and amoxicillin 875 mg orally every 12 hours. There are no known patient allergies. There are no known co-morbidities. Issue resolved on (B)(6) 2024.

Manufacturer narrative:
Image analysis this image depicts the patients left leg with what appears to be an area of redness on the patients left thigh area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.